Event description:
A healthcare facility in the united kingdom reported that the maximum pressure relief valve of a rd900 neopuff infant resuscitator is faulty. There was no reported patient involvement.

Manufacturer narrative:
Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Results: performance testing of the complaint rd900 neopuff infant resuscitator found that the unit passed the functional test. However, the max pressure relief valve and the peak inspiratory pressure valve were not turning smoothly. Also, the pressure was found to be fluctuating. Once the device was disassembled, it was revealed that the retaining ring stop obstructed the rotation of both valves before they completed a full revolution. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by physical damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that the maximum pressure relief valve of a rd900 neopuff infant resuscitator is faulty. There was no reported patient involvement.